Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a reviewed of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the patient obtained the blood glucose reading of 420 mg/dl, had large level urinary ketone and experienced the symptom of vomiting. The patient was admitted to the hospital's ICU and disconnected from the pump. Troubleshooting revealed the total basal/bolus doses matched correctly the programmed rates; the reporter was unable to review/confirm the pump settings, there were no leaks or bent cannulas, the infusion site had no issues and the patient's technique was correct. The patient's nurse reported she is working on making clinical adjustments for the patient's insulin therapy. There was no evidence the pump was not delivering insulin accurately and correctly. However, as the patient experienced symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.